Manufacturer narrative:
This report is submitted on 01 mar 2021.

Event description:
It was reported that the patient experienced an infection, resulting in the decision to explant the device (specific date is not reported). Additional information has been requested but has not been made available as of the date of this report.